Manufacturer narrative:
It was reported that during a central venous catheter insertion the device would not thread through the brown port. The reporter stated that the issue was with either the guidewire or the port. The customer reportedly placed the introducer needle into the brown port then manipulated the guidewire through the introducer needle and then removed both. The patient was reportedly septic, hypotensive and hypothermic. The patient was intubated but was not sedated at the time of the event. The patient experienced a delay in adequate ability to obtain central line access which lead to prolonged hypotension. The patient was transferred to a tertiary care center so the current status of the patient is unknown. The actual device was disposed of in the sharps container and is not available to be returned for evaluation. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a central venous catheter insertion the device would not thread through the brown port. According to the clinician the delay in insertion resulted in prolonged hypotension for the patient. The introducer needle and guidewire were removed and the incident was resolved.